Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no moisture damage found on the electronics assembly or motor. The device had cracked battery tube threads and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and moisture damage on the insulin pump. Customer's blood glucose level went as high as 400 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for moisture damage on the insulin pump was performed. Customer advised for several weeks there was a strong smell of insulin. Customer's alarm history showed low battery and low reservoir. Customer performed the high pressure test and passed. Customer advised their dome label sticker had come off. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.